Manufacturer narrative:
Patient information was requested but has not been provided. A medtronic representative went to the site to test the equipment. He reviewed the log files, tested abs, and replaced the interface cable as it looked worn. Although the logs showed some imaging issues on the mobile view station (mvs), the rep could not duplicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The umbilical cable was returned to the manufacturer and is currently under analysis.

Event description:
A medtronic representative reported that during a spine fusion case the site had an intermittent frame grabber error displayed on the imaging system. The 2d images (ap and lateral) appeared grainy/snowy, but the 3d image appeared as it should and transferred to the navigation system without issue. They continued the case with no impact to the patient.

Manufacturer narrative:
The device was returned to the manufacturer for analysis. The returned umbilical (interface) cable passed bench level testing. Continuity test passed. Cat 6 cable testing, gbit and 100t tests passed. The reported issue of the frame grabber error was unable to be duplicated via testing of the cable however, the cable failed visual inspection, both the ground lug connector are cut off.